Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a procedure a brite tip the introducer began to leak in the hemostasis valve when a wire is inserted. Introducers where changed and the problem solved. The physician believes that this gives a possibility of injecting thrombus if aspiration of the introducer is not performed before flushing with saline. This happens fast before heparin is given intraoperative. The physician noted that there was an occasion where he had to exchange the introducer because the thrombus was not possible to aspirate out of the introducer. The sheath was withdrawn while one was keeping a vacuum with a syringe. There were no anomalies noted during preparation. There was no leakage noted when the catheter was in the sheath or with thicker equipment than a wire. The access sites were usually in the groin, but also in the arm. There were no other anomalies when the device was removed from the patient. There was no injury reported. There was no patient information provided.

Manufacturer narrative:
During a procedure a 6fr. Brite tip the introducer began to leak in the hemostasis valve when a wire was inserted. The introducer was exchanged and the problem was solved. The physician believed that this gave a possibility of injecting thrombus if aspiration of the introducer is not performed before flushing with saline. The physician noted that there was an occasion where he had to exchange the introducer because it was not possible to aspirate the thrombus out of the introducer. The sheath was withdrawn while keeping a vacuum with a syringe. There were no anomalies noted during preparation. There was no leakage noted when the catheter was in the sheath or with thicker equipment than a wire. There were no other anomalies when the device was removed from the patient. There was no injury reported. There was no patient information provided. The device was not returned for analysis. The lot number for the device that was removed due to thrombus could not be determined; however, a review of the manufacturing documentation associated the possible lots numbers (lot 15849414, 15890894 and 15828660) presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of leakage and thrombus in the device could not be confirmed without return of the device for analysis. The instructions for use (IFU) instructs to aspirate from the sideport extension to remove any potential air after removal of the dilator. After aspiration and flushing, consider establishing a heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation. Based on the information provided, it is not possible to determine what factors may have contributed to the leakage or thrombus. There is no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken at this time.